Event description:
It was reported that during preparation for a percutaneous transluminal coronary angioplasty procedure, the stent dislodged outside of the pt. During preparation of a liberte stent for an angioplasty at the mid segment of the left anterior descendent coronary artery, the metal stent was reviewed and it was found that the pt remained inside the cover sheath. The stent had dislodged from the balloon. The stent was stuck in the cover sheath with the mandrel. The procedure was completed with another of the same device with no pt complications. The pt was reported to be stable post procedure.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.